Event description:
It was reported that the wds became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the device was not in an acceptable position. The physician decided to exchange the was so they recaptured the closure device and removed the wds from the patient. At this time, it was noted that the wds was kinked. A new was and new wds were then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman flx delivery system with the implant in the sheath. Inspection of the device found a kink in the sheath 8cm proximal of the tip. The sheath was buckled 11-14cm proximal of the tip and flattened from the buckling proximally to the white snapping feature. There was tip damage consisting of flared tri-cuts and there were abrasions within the sheath tip. Media from the clinical procedure was provided to bsc and reviewed by a member of the cis. The video depicts the sheath was kinked/buckled. Product and media analysis confirmed the reported event as the sheath was kinked and buckled.

Event description:
It was reported that the wds became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and a 35mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, but the device was not in an acceptable position. The physician decided to exchange the was so they recaptured the closure device and removed the wds from the patient. At this time, it was noted that the wds was kinked. A new was and new wds were then used to successfully complete the procedure with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.